Manufacturer narrative:
Unique identifier (UDI)#: (B)(4) the test strips are no longer available.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) when she tested herself 3 months ago and when she tested her son on (B)(6) 2018. The same strip lot was not used for the customer's tests as were used for the son's tests. The customer no longer has the test strips she used 3 months ago. This medwatch will cover the unknown strip lot used for the customer's discrepant results. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 27216321 which was used for the customer's son's discrepant results. The customer initially tested on the meter and got a result of 4.6 inr. She re-tested "within a few minutes" and got a result of 3.5 inr. A new finger was used for each test. The customer's therapeutic range is 3.0 ¿ 3.5 inr. No treatment was received. The customer is in stable condition. No adverse event occurred. The customer has a history of anemia but is not currently anemic. The customer does not have antiphospholipid antibodies; she is not on heparin or other direct thrombin inhibitors. The customer has not had any changes to her warfarin dose, is not on any new medications; she has not had any diet changes or recent illnesses. The customer is not experiencing any symptoms of bleeding or bruising. The meter and unknown strip lot were requested for investigation, however, the test strips used 3 months ago are no longer available to return. The meter was returned. The test strips were not returned. The alleged results from 3 months ago were not observed in the meter memory. The meter was investigated using the customer's current test strip lot of 27216321. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.0 inr; donor 2 inr: 2.8 inr . Donor 1 hct: 45%; donor 2 hct: 48%. Donor 1: retention meter with master lot strips: 2.0 inr; customer meter with customer strip lot 27216321: 2.0 inr. Donor 2: retention meter with master lot strips: 2.8 inr; customer meter with customer strip lot 27216321: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The returned material and the retention material meet the specifications. Since the test strips used for the discrepant results were not returned, the investigation could not be completed. The investigation was unable to find a definitive root cause for the event.